Manufacturer narrative:
(B)(4). The reported description notes that the customer expected a heart rate alarm during patient monitoring. According to the customer, the clinical staff normally keep the pulse rate as the active alarm source. When the alarm source is set to pulse, all arrhythmia and ECG heart rate alarms are switched to off. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems or any health risk. There have been no further similar reports received from the customer. Device labeling adequately describes alarming available using different parameter sources. No further investigation or action is warranted.

Event description:
The customer reported that they expected a heart rate alarm while monitoring the patient. No patient harm was reported.